Event description:
The customer contact reported the device powered off by itself with an inadequate response time following an alarm condition. The pump was being used to deliver normal saline with 20meq of potassium chloride at a rate of 70ml/hr. No further programming parameters were provided. At an unspecified time when the power cord was unplugged from the ac outlet, the pump "beeped once" and powered off. After the power cord was plugged back into the ac outlet, it was noted that the programmed settings were "lost." The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required.